Manufacturer narrative:
Motor error alarm during the basic occlusion test due to cracked end cap. Drive support cap was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack on drive support cap and drive support cap was loose. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be returned for analysis.